Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during intraocular lens implantation surgery, trailing haptic unfolded with patient contact. Surgery was completed on the same day with another unspecified lens. Additional information has received and it states that there was no impact to the patient.